Event description:
It was reported that an occlusion alarm occurred. No troubleshooting was performed with tandem technical support. Customer changed pump supplies prior to calling cts to resolve the issue. Customer's blood glucose level ranged from 216-343 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.